Manufacturer narrative:
22-jun-2021 product investigation result: no failure could be identified as a result of the investigation.

Event description:
Three tampons (that the strings ripped out and it) got stuck- vagina [foreign body in reproductive tract]. The strings ripped out -tampax [device breakage]. Consumer sent e-mail stating she used three tampons that the strings ripped out and it got stuck. No serious injury was reported.

Event description:
Three tampons (that the strings ripped out and it) got stuck- vagina [foreign body in reproductive tract]. The strings ripped out -tampax [device breakage]. Consumer sent e-mail stating she used three tampons that the strings ripped out and it got stuck. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 05-may-2021. An investigation is in progress for returned product received on 21-may-2021.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 05-may-2021. An investigation is in progress for returned product received on 21-may-2021.

Event description:
Three tampons (that the strings ripped out and it) got stuck- vagina [foreign body in reproductive tract]. The strings ripped out -tampax [device breakage]. Consumer sent e-mail stating she used three tampons that the strings ripped out and it got stuck. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Three tampons (that the strings ripped out and it) got stuck- vagina [foreign body in reproductive tract]. The strings ripped out -tampax [device breakage]. Consumer sent e-mail stating she used three tampons that the strings ripped out and it got stuck. No serious injury was reported.